Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. The date of the event is an approximation. On or around (B)(6)2026, the patient experienced symptoms including feeling ill and shaking. At that time, the cgm reading was 112 mg/dl. No fingerstick blood glucose (fsbg) measurement was obtained prior to seeking medical care. Due to the patient's symptoms, he presented to the hospital for evaluation. At the hospital, the patient was informed that he was experiencing diabetic ketoacidosis (dka). A fingerstick blood glucose measurement obtained during hospitalization reportedly showed a value of approximately 600 mg/dl, indicating a discrepancy between the cgm and bg readings. During the hospitalization, the patient experienced a series of epileptic episodes and became unconscious. The patient was unable to report any cgm readings that may have occurred during this period. Treatment included intravenous insulin. The patient remained hospitalized for approximately three days and was discharged. The patient stated that he was unable to recall further details regarding the event and reported that attempting to remember additional information causes him headaches. At the time of the report, the patient was reported to be stable and feeling fine. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia, diabetic ketoacidosis, seizure and loss of consciousness. This is 2 of 2 reports of the patient experienced dka and hospitalized due to inaccuracy that occurred two separate times. Please see related record (B)(4).